Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for tibial loosening.

Manufacturer narrative:
Correction - h6 (device code) the reported event (implant - loosening postoperative) could be confirmed, since review of CT imaging and available information find signs the tibial component has loosened. Medical affairs was consulted on the details of the investigation. According to their review of those details and CT imaging, "clear loosening with cysts and a migration of the tibial component. There is no clear indirect sign of breakage or dislocation regarding the pe. The talar component shows signs of loosening with radiolucence and small cysts as well." Based on the investigation, the root cause can be attributed to a patient factors related issue. The implant loosening was caused by the developement of cysts around the bone to implant interface. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for tibial loosening.